Event description:
It was reported that the balloon was losing pressure, so the tracheostomy tube was changed. This occurred in two tubes in the same pt. It was reported that the pt had a tracheal stent that may have contributed to the leakage.